Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately at an unknown time in (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result with the subject meter of ¿92 mg/dl¿ compared to ¿71 mg/dl¿ with another meter (onetouch ultra2) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for accuracy. The patient manages his diabetes with a combination of medications, including metformin and glipizide tablets. He denied making any changes to his usual diabetes management routine as a result of obtaining the alleged inaccurate result. He reported that on a date and time unknown, after the start of the alleged issue, he developed symptoms of ¿fast heart rate [and] shaky¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.